Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified artery. Two trapper balloons were selected for use. During the procedure, the two trapper balloons were advanced through a 7f guide. It was noted that neither balloon would hold pressure or fully inflate. Blood was observed backing into the balloons, and each balloon ruptured at 8 atm. The balloons were successfully removed from the patient with no fragments left inside. There were no patient complications, and the patient fully recovered.